Manufacturer narrative:
(B)(4). Concomitant medical devices: 650-1057 cer bioloxd option hd 36mm; 650-1063 258700 cer option 12/14 tpr sleeve +7 /14; 650-1068 054980 cer option type 1 tpr sleve +6 pe 1; 103535 648900 ti low profile screw 6.5x40mm; 16-116054 530890 rnglc+ ltd hole shell sz54; 123741 400270 3/8-24 apical hole plug 1/cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently, the patient was revised due to unknown reason. The patient was revised for a second time approximately six years later due to pain and dislocation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to the information received from the customer. X-ray review states that there is mild radiolucency along the proximal femur seen with mild osteopenia. No fracture seen. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.